Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken, flare or ghost occurred, and pixelshift was incorrect. Based on the results of the investigation, and because the initially reported malfunction was not confirmed, a root cause could not be identified. In regard to the newly identified malfunctions, is likely the following led to the malfunction: the charged coupled device was broken and therefore flare or ghost occurred and pixelshift was incorrect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's wire was loose and the so the image also disappeared. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.